Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their issue of losing coupling bars after connecting with their recharger, and inability to charge their device has not been resolved at this time. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s programmer (pp) was not connecting when they hooked it onto their implant battery. They stated that they had talked with a manufacturing representative (rep) and it was stated that they were going to call the manufacturer, but told the patient to call them as well as they had done normal routine reprogramming with them a few times and thought that their pp was pretty old and was not connecting. The patient stated that they did not remember what picture appeared on the pp screen. Patient services had the patient use their pp at the time of the call and the patient confirmed that they were able to connect on their first attempt. Patient services then had them try again and the patient once again was able to connect right away. The patient stated that this time it would connect, but normally it did not. The patient confirmed that it was an intermittent issue. Patient services asked, but it was confirmed that the screen was not a poor communication screen. The patient stated that it normally took them about 20 minutes to connect. It was reviewed with the patient that since they did not remember the image that came up when they were having problems that they should note what the image is when it comes on the screen if they happen to encounter the issue again. They stated that the patient should then call back for further troubleshooting. The patient was able to connect on the call. The patient also confirmed that they were using regular alkaline batteries in their pp. It was reported that the patient¿s trouble with their pp/being unable to connect has been occurring over the last two months in 2017. There were no symptoms reported. No further complications were reported/anticipated. Additional information was received from the patient indicating that their programmer sill has trouble connecting with their ins. They stated that it takes about 10-15 attempts in order to connect, and sometimes they will not get any connection. The patient also noted that it takes about 6 hours to fully recharge, with 8 coupling bars. They mentioned that as soon as they get a connection, they lose 6 coupling bars, and the ins doesn't get charged. The patient stated that they are not happy with their device right now. However, the device is helping for their back pain. No further complications were reported.